Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 08 jan 2018. Left knee revised to address knee component failure and arthrofibrosis. Tibial baseplate was found to be very loose, lifting off of the cement mantle with little cement adhered to the implant. The depuy cement, on the other hand, was well fixed to the tibia bone. Femur and patellar components were well-fixed. There was tibial subsidence and osteolysis of the medial tibia. (B)(6) 2015; (B)(6) 2017 left knee.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: patient code: no code available (3191) used to capture the surgical intervention.

Manufacturer narrative:
(B)(4).

Event description:
The revision operative note indicates synovitis and abundant scar tissue were also address. The primary operative product list indicates two depuy cement products were used.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot = product code 150610003, work order (B)(4) was manufactured on the 4th september 2014. (B)(4) parts were manufactured per specification and all raw materials met specification. 1 part was scrapped at the blasting process step for the radius lead in. This is not related to the failure mode. There were no ncs or deviations associated with this lot. Due to no similar failures found in the DHR review, the root cause of the complaint cannot be determined. Should further information come available that impacts the findings in this investigation it will be reopened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: (B)(4). Due to no similar failures found in the DHR review, the root cause of the complaint cannot be determined. Should further information come available that impacts the findings in this investigation it will be reopened. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.